Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 2.2 mmol/l at the time of the incident. The customer reported the insulin pump was still delivering micro boluses after being suspended. The customer stated that the they were out of automode for a while. The insulin pump will not be returned for analysis.